Manufacturer narrative:
The device has been returned and evaluated by product analysis on 7/27/2016 with the following findings: a review of the pump¿s black box data showed dates from (B)(6) 2016 to (B)(6) 2016. The black box data from the date of the complaint has been overwritten however the current black box data shows evidence of pump reboot events and voltage fluctuations. Unrelated to the initial complaint, it was observed that the pump powered on with the returned battery cap to a dim and discolored display screen. The returned battery cap was unable to fully tighten to the pump. Also unrelated to the initial complaint, it was observed that the battery compartment had two cracks and the pump case was cracked between the case seal and the keypad. All of the pump¿s electrical current draws measured within specification. The investigation was unable to duplicate the original complaint about a ¿battery life¿ issue. A leak test was performed and failed due to the battery compartment leaks and the pump casing crack. The pump casing was removed and there was no evidence of additional moisture inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.